Event description:
On 12/06/2021, it was reported by a sales representative via sems that a ar-6485 pump is not holding pressure. This was discovered during a case, with no patient effect reported.

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error due to improper setup of the device.